Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, when the balloon was inflated to 18mm, the balloon would not inflate. It was removed and tested outside the patient and noticed that the balloon had a pinhole which produces a leak. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.